Event description:
It was reported that the air cooling fan on the subject device was not working. The issue was found during a diagnostic swallowing test. The intended procedure was able to be completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause for the cooling fan failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.